Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The internal suction tubing was rerouted to resolve the kinked tubing.

Event description:
The hospital reported that suction was not functional. There was no report of patient involvement.